Event description:
It was reported that the insulin pump alarmed no delivery during manual prime. Troubleshooting was done. Advised the insulin pump is working as designed. Customer's blood glucose at that time was 410 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.